Manufacturer narrative:
It was reported that a patient underwent a left atrial flutter (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that during the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had very minimal blood leakage from the hemostatic valve when the dilator was removed. The sheath was replaced, and the issue resolved. The case continued without any further incident. There were no patient consequences. On(B)(6)2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On (B)(6)2020, during product evaluation, the complaint device was inspected and it was found that the hemostatic valve is dislodged inside the hub. The findings were reviewed an determined the complaint remains as MDR-reportable for the hemostatic valve separation as initially reported by the customer. Device evaluation details: the device evaluation has been completed. The device was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. Due this condition the vizigo sheath is occluded and unable to be advance through the end of the sheath. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the hemostatic valve dislodged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent a left atrial flutter (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that during the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had very minimal blood leakage from the hemostatic valve when the dilator was removed. The sheath was replaced, and the issue resolved. The case continued without any further incident. There were no patient consequences. Additional information received indicated the hemostatic valve was not reported to be broken in two or more separated pieces. No air entered to the patient. Patient¿s hemodynamics was not compromised, and no medical/surgical intervention was required. Since the bleeding was minimal, and there¿s no indication that led to hemodynamics disruption or required intervention, this event will not be coded as patient event but as a product malfunction for hemostatic valve separation.